Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an ilet alert indicating ¿algorithm data parity check,¿ after which the pump was restarted and the alert cleared. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education, which resolved the alert upon restart. Investigation of this case revealed a transient algorithm data integrity check alarm consistent with a software fault that self-cleared after device restart, with no device component damage or ongoing malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly not reproduced after restart. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.